Manufacturer narrative:
The samples were serum. The customer stated that qc prior to and after the event was within lab-established ranges. Qc run after the event was outside of lab range. A bec field service engineer cleaned the flowcell and restruck the carbon bridge. Fse verified performance.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to erroneous high sodium (na), chloride (cl), and suppressed calcium (ca) results generated by the synchron lx 20 pro system. The erroneous results were reported out of the laboratory. The customer has noticed a drift up in the na and ca results and at times the ca results are giving suppressed errors and they end up running their samples on their backup cx5 instrument. Treatment was not initiated or withheld based upon false results reported.